Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had two reservoirs that leaked at the end by the plunger and the other by the transfer guard needle. The leak was past the 2nd o-ring. The insulin pump alarmed no delivery. Customer's blood glucose level was 132 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Two opened and used reservoirs were evaluated and one of the two failed per inspection as the transfer guard needle was found occluded. The remaining transfer guard needle passed per inspection and no leakage anomaly was noted. The reservoirs, snap cap and septum were inspected for anomalies and none were found. An occlusion test was run and the reservoir was not occluded.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back with additional information. The customer received replacement reservoirs for the ones that leaked insulin, but stated that he feels the reservoirs are contaminated. The customer stated that he got a lump inside his stomach when he used the reservoirs. The customer also stated that the needle is off-center, and he has reported this issue previously.